Manufacturer narrative:
(B)(6). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did part of pouch come loose and fall into patient when pouch tore? If part fell into patient, was it retrieved? Did specimen fall into patient when pouch tore? If specimen fell into patient, how was specimen retrieved? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch broke as the surgeon was retrieving the gallbladder from the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did part of pouch come loose and fall into patient when pouch tore? If part fell into patient, was it retrieved? Did specimen fall into patient when pouch tore? If specimen fell into patient, how was specimen retrieved? Was there any change to procedure or post-op patient care? Pouch tore at the seam at bottom of pouch when attempting to remove specimen. No pieces of the pouch fell into the body. Another pouch was used to remove the gallbladder specimen. No patient consequence and no other information is available. The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.